Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic cart controller (gcc) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The gcc was installed onto a golden system where the video issue was triggered indicating fault on the board. The unit could not communicate with system, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause can be attributed to a component failure on the generic cart controller (gcc).

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted technical support to report a non-recoverable 31016 error. The csr advised they were trying to connect surgeon side console (ssc) sn (B)(6) to the vision side cart (vsc) for system sk2589. The technical support engineer (tse) identified that the ssc showed as an si console. However, the csr advised that the ssc has been upgraded to a xi console. As a result, a field service order was initiated for further investigation. There was no report of patient involvement.